Event description:
It was reported that a physician's handheld "works, but doesn't sync." The physician's wand worked properly with a known good tablet. The physician stated that they didn't know any specifics since the issue occurred a while ago. No further details were available at the time. The handheld and flashcard were received on 06/29/2016. Analysis was approved on 07/19/2016. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. However, the serial cable and ac adapters were not returned, so no analysis could be performed on those accessories. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No further relevant information has been received to date.

Manufacturer narrative:
Initial report inadvertently listed the incorrect event date.